Event description:
Report received of a non-delivery of propofol and no pump alarm received. The customer contact reported that the pt was a "fresh open-heart" receiving propofol at 25ml/hr. Customer reported that the pt woke up before customer should have. According to the customer contact, customer looked at the propofol infusion and noted that the pump was incrementing like it was infusing, but there was no fluid being administered. The customer contact reported that the pt was without propofol for approx 40 minutes. The customer contact reported that customer opened the pump door and the tubing under the door was filled with air. Customer stated that the tubing was not kinked or twisted. There were no reported pump alarms. The customer contact reported that customer contact replaced the pump and spiked a new bottle of propofol for the pt and restarted the infusion. The pt reportedly became sedated as expected when the new bottle of medication was started. There was no reported adverse event with the pt. Though requested, there was no further info available.